Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts. A review of the device history record revealed that the product was operating within required specifications at the time of release.

Event description:
Patient reported that while at doctor's office, the doctor had difficulty getting the keypad to respond. The keypad buttons reportedly required multiple hard presses for a response. Patient did not clean pump. Patient wore the pump in a pocket.